Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned blue guide wire was fractured and missing its tip segment. No other significant damage was found on the guide wire. The fracture site was microscopically observed. It revealed that the coil wire and the core wire were fractured at the same spot, approximately 12mm from the mid-distal solder. The fracture end showed that both coil and core wires were wrenched off by unidirectional torsion. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that unidirectional torsion was accumulated on the guide wire while its tip was possibly being trapped by calcified and/or narrowed part of the vessel. The guide wire was assumed to be wrenched off when the accumulated torsion exceeded the product's design limit. There was no indication of product deficiency. Although it was reported that there was no wire fragment left in the anatomy, information regarding a remedial action could not be obtained and the missing tip segment was not returned; therefore, it was concluded that a possibility could not be completely ruled out that the missing segment could be left in the anatomy. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that a sion blue guide broke during a pci to treat a mildly calcified 90% stenosis in the rca #2. With a sion guide wire anchored to the right ventricular branch, the sion blue guide wire was advanced to the severely angulated posterior descending when its tip was seemed to be fractured under fluoroscopy due to pulsation of the peripheral vasculature. When the wire was taken out of the vasculature, it looked like a normal wire and no wire fragment was left in the anatomy.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.